Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received patient factors and progression of valvular disease likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient underwent a valve-in-valve procedure due to aortic regurgitation. Implant duration of the pre-existing surgical valve is approximately 15 years, three months. A 23mm transcatheter valve was successfully implanted inside the failing 23mm valve. There were no complications. The patient is doing well.

Manufacturer narrative:
Based on the information received, the root cause is most likely patient's clinical condition.

Event description:
Additional information received, patient was originally planned to have a tavr procedure in (B)(6) 2017 but patient was found to have endocarditis and was treated with 6 weeks of antibiotics. His blood cultures were cleared with antibiotics and he had no identifiable vegetation on the valve.